Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the programmer had a cracked lower handle cover which was therefore replaced and that the stylus did not align with the cursor and therefore the bezel shield assembly and stylus were also replaced and the stylus recalibrated as well. (B)(4).

Event description:
The programmer was returned because it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.